Event description:
It was reported that the tip of the guidewire detached and remains in the vessel. A savion flx guidewire was selected for a left leg angiogram procedure in the distal posterior tibial. During the procedure, the tip of the wire came off in the vessel. Another bsc wire was selected and it did not cross. The case was aborted. The tip of the wire remains inside the patient, it was not retrieved. The patient is reported as fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned and overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Analysis of returned product revealed that the device was broken on 285 cm from proximal to broken section, overall should be 300 cm. The device was kinked at the distal end. The other part of the device was not returned. The overall length and outer diameter (od) of the distal tip could not be measured because of the condition of the device. The od of the middle of the device and proximal section were within specification. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
It was reported that the tip of the guidewire detached and remains in the vessel. A savion flx guidewire was selected for a left leg angiogram procedure in the distal posterior tibial. During the procedure, the tip of the wire came off in the vessel. Another bsc wire was selected and it did not cross. The case was aborted. The tip of the wire remains inside the patient, it was not retrieved. The patient is reported as fine.